Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to an unspecified reason. The existing pressure regulating balloon (prb) component of the aus was explanted and replaced with a new component. It is unknown if the explanted prb is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.